Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer resolved the issue by adding more insulin to the existing cartridge. Customer was educated by technical support not to add more insulin as it is off label use.